Event description:
Following an initial implant procedure, intermittent capture was observed on the right ventricular (rv) lead. A revision procedure was preformed and blood was found in the lead body. The rv lead was explanted and replaced to resolve the event. The was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with all four tines intact and undamaged. Visual inspection found a cut at the middle region of the lead consistent with procedural damage. The cause of the reported event of ¿blood infiltration into the lead body¿ was consistent with procedural damage. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.